Event description:
Healthcare professional reported the day after injection to the nasolabial folds with an unspecified type of juvederm voluma, the patient developed an infection to the injection site. Patient was treated with "ciproxin" dalacin and gentamicin. Additionally, "3mls of puss" were extracted from the affected location.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infecton is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions for use. As a matter of general principle, implantation of medical device is associated with a risk of infection.